Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was medicine liquid leakage, and the recovery of the same lot. There was no patient involvement.

Manufacturer narrative:
H3: ten samples were received for analysis. The samples were received in non-used conditions, decontaminated and with their original packaging. Additionally, two photos were attached to the complaint. No defects were identified in the photos. Functional testing was performed where the sample was filled with 100 ml of colored water using a syringe to detect any occlusion or leaking and no occlusion or leakage was detected. The customer issue of leaking was not confirmed in the devices received.